Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The pod fell off the infusion site (abdomen) while the patient was at a sweat lodge. The patient's blood glucose (bg) levels rose above 411 mg/dl while wearing the pod between 4 and 24 hours. Patient applied a new pod and went to the ER. Patient was placed under observation and the doctor allowed the new pod to bring down the bg levels. Patient was released after 4 hours. Pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.g998usqsghyf2. Hardware: sm-g998u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.